Event description:
It was reported that the lens was explanted. The reason for the lens explant was not provided. Additional info has been requested but has not been received.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.